Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Catheter broken, stent did not expand.

Event description:
Follow up MDR submitted to update investigation conclusions and device evaluation MDR submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Catheter broken, stent did not expand

Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4) problem statement: catheter broken, stent did not expand device evaluation: the evo-fc-10-11-8-b device of lot number c1396844 was returned to cook (B)(4) and evaluated on the 08 jan 2018 lab evaluation: upon evaluation of the returned device, it was noted that the stent was slightly exposed. The lockwire was not returned. The red safety marker was at the back of the handle. The distal flexor was broken. There was no evidence of stretching at the break point,.i.e. It was a distinct break. No evident kinks were visible along the flexor. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken distally during lab evaluation. A single image was also received as part of this complaint file. This was reviewed by engineering on the 18-dec-2017 and no comments could be made. Additional imaging was requested as a result of this however was never received. The following additional information was received: "the stent doesn't explant. The catheter is broken after the yellow marker. The customer use a new device. Nothing happen with the patient. I return the stent next week. " the customer was also contacted to determine if the elevator was open or closed during the procedure. It was stated that the customer could not recall if it was open or closed. Root cause: based on the information provided and the location of the flexor break, engineering have stated the most probable cause of this complaint is the elevator not being open during the procedure, causing the flexor to break. This is considered user error. It may be noted that as per the instructions for use, it is stated to keep the elevator open during use as follows: ¿with elevator open, advance the device until endoscopically visualized exiting the scope.¿ ¿under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture¿¿ ¿to reposition the stent, the stent must first be recaptured and the elevator must be open¿¿ documents review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). A review of the manufacturing records did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #; upon review of complaints this failure mode has not occurred previously with this lot # . Summary: customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken distally during lab evaluation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The customer used a new device to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.